Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the lead anchoring sleeve was too hard. Status of the lead is unknown. No additional information is available.